Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The customer reported complaint was not confirmed or replicated. The images displayed the right way, and there were good images in both eyes. In addition, there were no related errors found in the logs. There were laser markings on the housing damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope plus displayed the image upside down. The procedure was completed with a spare endoscope. There was no patient harm reported.